Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 540 mg/dl with high ketones and it was addressed with a manual injection. Reportedly, the customer snagged the tubing earlier in the day and it was noted that there was leaking from the cartridge patient line. The contact indicated that the supplies would be changed.